Manufacturer narrative:
The device was returned for analysis. The reported guide break was confirmed. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Additionally, 8 unused, sterile devices were returned for evaluation. Testing was successfully performed to deploy and retract the feet with no issues noted. This indicates the devices functioned as expected. The electronic proglide instructions for use (eifu), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU deviation would not have contributed to the reported difficulties. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Medical device problem code 1494, indications for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using two proglide after a coronary intervention with impella support via a 14f sheath. Reportedly, when the device was being removed, a snap was heard; the device broke yet was held together with the actuator wire. The device was removed without issue. The suture had not caught the vessel. The suture of another proglide was deployed. The device was unable to retract to reinsert the wire. The proglide was stuck in the patient. The vessel was incised to remove the device. The guide was found to be broken yet held together with the actuator wire. It separated into two pieces after removal. Surgical suturing was used to achieve hemostasis. There was a clinically significant delay in the procedure and hospitalization was prolonged. No additional information was provided.